Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility form was received from a risk manager reporting at one day post operative lasik procedure it was discovered the refractive axis was entered incorrectly in the laser. Reporter indicated the patient underwent a secondary enhancement procedure at four weeks post original procedure. Patient is reported to be doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior the date of treatment. Logfile review shows that the entered axis value of reported treatment is 145° not 45°. Logfile review could confirm that the wrong data was entered by the user. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).